Event description:
A customer reported experiencing a cartridge alarm 20 during the load process. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. Technical support educated the customer on the correct procedure for loading a cartridge, and the customer successfully resumed insulin therapy after following the instructions. The issue was resolved.